Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to high blood glucose and low white blood cells. Customer's blood glucose level was 372 mg/dl at the time of admission. He experienced nausea, vomiting and pain all down the left side of body. He was admitted into the intensive care unit and was treated with IV drip. Blood glucose at the time of the call was 201 mg/dl. Mother stated that they changed the battery, infusion set and reservoir and still received a no delivery alarm. No issues found with the site, set or insulin during troubleshooting. They declined to check the settings, bolus history or perform the high pressure test. Mother was advised to monitor the device and blood glucose level and call back is needed.